Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient didn't experience any symptoms related to the braid shortening. There is no report on future actions/interventions. The cause of the braid shortening was not determined. The fist follow-up with angiography was after 18 months so there was no information about the period in between.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pipeline vantage with shield technology was used to treat a large right m1 aneurysm in a patient with severe vessel tortuosity and a history of smoking. The aneurysm was described as irregular and bilobated, with a maximum diameter of 3 millimeters and a neck diameter of 3.2 millimeters. The procedure involved the use of a 325x16mm pipeline and coils, and was initially successful with no abnormalities detected post-procedure. However, during an 18-month follow-up, angiography revealed that the flow diverter had shortened, leaving the aneurysm exposed. As a result, further intervention was deemed necessary. Dual antiplatelet treatment was administered, and images were available for review. The patient remained alive with no injury reported.